Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis of the device was performed. The device was explanted after approximately 38.3 months of implant and was returned 2 years later for an unknown reason. Initial testing noted the device failed longevity calculations. Analysis of the device memory confirms that therapy was available at explant. Battery status of the device at explant was end of life (eol), with no elective replacement indicator (eri) timestamp. Manual therapy availability testing was performed, and the device passed all testing. No information was received from the field confirming the date of explant. Since the exact dates cannot be determined due to insufficient information, it was concluded that the device reached eol prematurely prior to explant. The exact cause could not be determined.